Manufacturer narrative:
The field service engineer (fse) noted the customer performed a precision test which failed due to obtaining wash valve motion errors. The fse discovered the wash valve cap and rotor were sticking and replaced both components. A routine system check and high sensitivity system check were performed and passed within instrument specifications. A 50-replicate precision test, utilizing qc material, was then performed and passed within the assays specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, faulty wash valve cap and rotor are the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported discrepant troponin I (access accutni) results for one patient involving the access 2 immunoassay system used in conjunction with the access accutni¿ assay and calibrator. An initial result of 0.38 ng/ml was obtained and released to the emergency room (ER) physician. The sample was retested, on the same instrument, and generated a lower result of 0.01 ng/ml, within the normal reference range. The customer notified the ER immediately regarding the result discrepancies. The sample was then analyzed a third time and recovered a value of 0.21 ng/ml, which was also reported to the ER physician. There was no report of patient injury or change in patient treatment associated with this event. Several hours after the event, beckman coulter customer technical support (cts) advised the customer to analyze the patient¿s sample on the alternate access 2 system; it recovered a result of 0.01 ng/ml, which was within the normal reference range. The customer indicated system check failed after the event with an elevated washed percent coefficient of variation (%cv) of 23.81%. Quality control (qc) is performed every 12 hours and a previous qc was within specifications. Patient samples are collected in 13x100 mm heparinized plasma tube with gel and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature, in a swing-bucket centrifuge. The event sample was analyzed in an aliquot cup with no evidence of fibrin. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.